Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 448 mg/dl and their sensor glucose read 48 mg/dl. Customer has treated their blood glucose with a manual injection. The customer also reported the sensor cannula was bent by 60 degrees. Customer declined to troubleshoot for their high blood glucose. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.